Event description:
It was reported that the patient presented for a new implant procedure. It was noted that during the procedure, capture thresholds were high, p waves were small, and the right atrial (ra) lead was noted to have 1st dislodged into the right ventricle (rv) under fluoroscopy with the helix not fully extended. The doctor re-positioned the ra lead, obtained acceptable numbers, confirmed via multiple views the helix was fully extended then closed the pocket. After the pocket was completely closed the capture threshold increased, pacing impedance increased and sensing decreased. The ra lead was found to have dislodged into the rv. The pocket was re-opened. The ra lead was exchanged. The patient was stable and discharged the same day.

Manufacturer narrative:
Analysis was normal. No anomalies were noted. The reported events were lead dislodgement, loss of capture, p-wave amplitude variation, high impedance and helix mechanism issue. The reported event of helix mechanism issue was confirmed. As received a complete lead was returned in one-piece with the helix retracted and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contribute to helix issues reported in the field. After cleaning the blood/tissue from the helix, the helix could be extended and retracted by applying torque to the connector pin, the helix length was measured within specifications. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported events of loss of capture, p-wave amplitude variation, and high impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of suture sleeve cuts consistent with procedural damage.